Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened when establishing final arm angle (efaa). It was reported that this was a mitraclip procedure performed to treat grade 4 tricuspid regurgitation (tr). The first clip was advanced and deployed successfully. To further reduce tr, a second clip was advanced to the tricuspid valve. The clip was placed on the anterior and septal leaflets. During the second final arm angle test (efaa), the clip opened while locked approximately 15 degrees. The clip was re-closed, the gripper line removed, and the clip successfully deployed. Tr was reduced to 2. The patient remained stable. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains implanted and was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that in the mitraclip instructions for use (IFU) instructs the user to remove the gripper line, after delivery catheter shaft detachment. However, the gripper line was removed prior to clip deployment (detachment of clip from the delivery catheter shaft). In addition, the IFU states the device is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off-label use and the failure to follow steps of the device did not likely contribute to the reported mechanical issue. All available information was investigated and a definitive cause for the reported clip opened during final arm testing could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.